Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿product with loose or embedded foreign matter (hair)¿ with a potential root cause of "defective components of supplier /with contamination". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. 1. Open csr wrap to form sterile field. 2. Place underpad beneath patient, plastic side down. 3. Put on cuffed gloves. 4. Position drape on patient. 5. Remove top tray. 6. Lubricate catheter. 7. Prep patient with povidone-iodine swabsticks. 8. Proceed with catheterization in usual manner. 9. If specimen is required, fill sterile container from catheter. 10. Top tray may be placed on basin to help prevent spillage. 11. If urine is placed in specimen jar: a. Secure cap. B. Label specimen jar. C. Send specimen to laboratory." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter had a white fiber in the holes of the catheter at the insertion end before use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter had a white fiber in the holes of the catheter at the insertion end before use.